Manufacturer narrative:
MDR 3003442380-2024-04197 - device 2 of 3.

Event description:
Unomedical reference number (B)(4) event occurred in spain it was reported that patient faced three infusion set cannula bent events on (B)(6) 2024. Events occurred within three hours of insertion. All the sets were used for few hours. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.